Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously low troponin (accu tni) result generated by the access 2 immunoassay system for one patient. This sample had previously resulted above the ami cut-off. The sample was retested on a different instrument and recovered a result above the ami cut-off which was reported to the physician. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma with a gel barrier that was centrifuged at 6,000 rpm for 4 minutes. Qc was within the customer's established ranges. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a system check and a precision run with good results. The fse replaced the transducer and performed a diagnostic test which met published specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.